Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted into the patient. It was reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent colpotomy with drainage of abscess, removal of permanent synthetic vaginal materials, mobilization of advancement and rotation flaps for closure of complicated wound, and colpoperineorrhaphy on (B)(6) 2008, due to vaginal pain, vaginal discharge, and prior anteroposterior colporrhaphy including placement of permanent synthetic material. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/05/2016. It was reported that following insertion the patient experienced urinary tract infection.